Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level went to 40 mg/dl after eating carbohydrates. The customer reported air bubble in tubing and reservoir retainer ring was broken. The customer's most recent blood glucose value was 285 mg/dl. The customer was not on insulin pump and was using manual injections. The insulin pump will not be returned for analysis.